Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation: pelvic organ prolapse, grade 3 cystocele, vaginal vault prolapse. The complications developed continued urinary leakage and repeat stress incontinence.